Event description:
It was reported that the home patient (hp) accidentally left the clamp open on an unused supply line and while they were priming, the pull ring came off and the solution leaked out from the line. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a leak which occurred as the result of a use error where the home patient had accidentally left the clamp open on the unused supply line and while they were priming solution leaked out from the top and the pull ring cap came off because of the leak. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user to make sure all the clamps on unused fluid lines are closed securely. The guide also instructs the user to close all of the clamps while preparing to load the disposable set and at the end for therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.